Manufacturer narrative:
Additional devices involved in this event: tgu282815/10507030, tgu282810/12409770, and tgu282810/12073697. Udis of the devices: tgu282810/12147605 - (B)(4). Tgu282815/10507030 - (B)(4). Tgu282810/12409770 - (B)(4). Tgu282810/12073697 - (B)(4). Patient medications - alprazolam, amiodarone, amlodipine, aspirin, hydrocodone/apap, ibuprofen, metoprolol succinate, piperacillin/tazobactam, and tramadol. (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of aneurysms in the arch and descending thoracic aorta. Prior to the procedure, the patient reportedly underwent surgical de-branching of the left common carotid artery with a 6 mm hemashield graft. It was reported four conformable gore® tag® thoracic endoprostheses were implanted in good position. A final procedural angiogram reportedly showed exclusion of the aneurysms. On (B)(6) 2016, infection of the endograft was reportedly identified. It was reported the cause of the infection is unknown. It was also reported the patient had severe community acquired pneumonia prior to the endograft infection being identified. On (B)(6) 2016, an additional procedure was performed whereby all four tag devices were explanted. It was reported the following procedures were also performed: ascending to descending thoracic aortic bypass, bilateral thoracotomies and redo sternotomy clamp trial incision, cannulation of the right subclavian artery with repair of both arteries after decannulation, percutaneous cannulation of the right common femoral artery, and post-operative abdominal exploration for right groin and exploratory laparotomy for retroperitoneal hematoma with open abdomen post-operatively and wound vac placement. The patient reportedly tolerated the procedure and was discharged home in care of home health.